Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The device is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). The reported condition of a colleague infusion pump with a damaged battery alarm was confirmed and reproduced by a baxter field service technician. This condition was caused by depleted main batteries. The main battery and battery harness were replaced at the facility to correct this condition. A service history review revealed that the device has not been serviced by baxter prior to this event. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). This involved a colleague infusion pump with a user interface module master software version 6.63.92.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a battery issue. No patient injury or medical intervention was reported. Baxter's review of the device event history determined the reported condition to be a battery depleted set alarm; which interrupted delivery. The software version of this device is currently unknown. No additional information is available at this time.